Event description:
It was reported that there were concerns regarding premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement or have the battery status reevaluated within 90 days. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement or have the battery status reevaluated within 90 days. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement or have the battery status reevaluated within 90 days. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.